Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile passage of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched as the guide catheter was retracted for stent deployment and the stent was unable to be deployed. The procedure was successfully completed with a different device (device name and manufacture are unknown). There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and bent stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed the working length of the push catheter was buckled near the luer hub. The guide catheter was stretched at the proximal end and broken close to distal end. The distal end of the guide catheter was kinked/bent. The stent was bent/kinked and attached to the push catheter via the suture string. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against lot number 12958417.